Event description:
The pt contacted lifescan (lfs) in 2005 alleging that their one touch profile meter was prompting the not ok message upon powering on. The pt contacted their nurse and was advised to contact lfs for a replacement. The pt neither alleged harm nor experienced injury or medical intervention. The customer service agent walked the pt through cleaning the meter, while focusing on the optics area. The meter prompted the not ok message upon powering on. Based on unresolved troubleshooting, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.